Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a vitros performance verifier processed using vitros chemistry products na+ slides lot 4233-1049-7017 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4233-1049-7017 performance issue is not a likely contributor to the event. A slide cartridge or an individual slide related issue could not be ruled out as contributor of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4233-1049-7017. An instrument related issue could not be confirmed nor entirely ruled out as a contributor of the event as an analyzer condition code related to the erf metering posted on the vitros xt 7600 system around the time of the event. However, diagnostic precision testing performed by the customer on the vitros xt 7600 integrated system using an alternate vitros na+ reagent lot was within ortho acceptable guidelines without any known service actions being performed on the instrument between the timeframe of the event and the precision testing. An issue related to the vitros pv fluid is not a likely contributor of the event as other results from the precision testing using the same fluid were acceptable. (B)(4).

Event description:
The investigation determined that a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a vitros performance verifier processed using vitros chemistry products na+ slides lot 4233-1049-7017 on a vitros xt 7600 integrated system. Vitros pv I lot u8105 result of >250 mmol/l vs an expected result of 118.4 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, higher than expected result was from a control fluid and was not reported outside of the laboratory. However, the investigation was unable to confirm that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).